Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched display window. The unit was received with cracked case display window corner and cracked reservoir tube lip.

Event description:
Customer reported a button error on the insulin pump. She reported that she had run a 5k and when she delivered insulin for her snack the alarm occurred. She did not recall the blood glucose reading. She stated that it was exposed to moisture because it was in her bra. Nothing further was reported.